Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause; insufficient information. Source: online review.

Event description:
Reported false positive result. The consumer communicated the result was confirmed negative by molecular (pcr testing).